Manufacturer narrative:
It was reported that a hook probe broke off into the patient during a procedure. The facility contact reported that the patient required a repeat procedure to remove the pieces of the hook probe. No other information has been provided. Numerous attempts have been made to obtain additional information related to this report from the facility contact however no additional details were made available. Due to the reported incident, the need for surgical intervention, and in abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that a hook probe broke during a procedure.